Manufacturer narrative:
Investigation: the 'patient fluid balance may be lower than reported' alarms may be indicative of an occluded plasma line. Occlusions in the plasma line may be due to an air block, improper loading of the hex, clamped lines, or a defective disposable set. The run data file (rdf) was analyzed for this event. Signals in the rdf show that it is possible that the plasma line in the centrifuge may have gotten obstructed throughout the procedure. During this procedure, the operator received numerous alarms indicating that there may have been less fluid being returned to the patient than normal and that the patient fluid balance may be less than reported. There were 11 alarms indicating that the patient fluid balance may be lower than reported before the final run ending ¿patient's fluid balance may be 15% lower than reported¿ alarm. The operator continued through the alarms and it does not appear that the operator stopped the centrifuge at any point to verify that the lines were properly loaded. It is possible that the plasma line was occluded or pinched off due to a misload of the lines in the centrifuge. This will cause the plasma to passively exit thrbc line and therefore the blocked off plasma will end up in the waste bag instead of being returned back to the patient. For an rbcx procedure, the system will alarm if it is calculating that the return pump has not pumped enough fluid back into the patient and if the value gets to 15% it will end the procedure. There were also 109 ¿inlet pressure was too low¿ alarms throughout the procedure. Investigation is in process. A follow-up report will be provided.

Event description:
The patient's weight and gender were obtained from the run data file.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a definitive root cause for the resulting patient fluid balance could not be determined. Possible causes include but are not limited to an occluded plasma line due to misapplication of solvent or due to misload in the centrifuge. This will cause the plasma to passively exit the rbc line and therefore the blocked off plasma will end up in the waste bag instead of being returned back to the patient.

Event description:
The customer reported that during an exchange procedure, they received several alarms throughout the procedure, including 'fluid balance may be 15% lower than reported' alarm. The operator stopped and aborted the procedure. Patient outcome is not available at this time. Due to EU personal data protection laws, the patient information is not available from the customer.

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. Visual inspection confirmed the set was assembled correctly with no kinks, occlusions or missing clamps. Flow of solution was observed throughout the set. There were no signs of damage to the channel and there were no witness marks on the loop assembly which suggested the set was loaded correctly. Investigation is in process. A follow-up report will be provided.